Manufacturer narrative:
Sample analysis: a visual evaluation revealed the device returned with the implant separated from the delivery pusher. The attachment monofilament that holds the implant intact with the delivery pusher has striations. This appearance is consistent with over stretching. The implant was returned engaged inside of an echelon-14 microcatheter. The implant has approximately 9.0" of length remaining inside the microcatheter. The delivery pusher is kinked and bent. Root cause: it appears that the implant was exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.

Event description:
It was reported that during the placement of an embolization coil within an aneurysm the implant detached from the delivery pusher partially within the microcatheter and the aneurysm. The coil was retrieved using an intravascular snare. No harm was reported.